Event description:
A device was returned to a third-party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. Additional findings not related to the malfunction/issue were damaged to the following parts on the device: flip cover door, bottom enclosure, two button keypad, rear panel, user-interface panel assembly, upper enclosure assembly, airpath, rear panel o-rings. The above-mentioned parts were all replaced on the device.